Event description:
It was reported that the patient was implanted with an unknown sling on an unknown date. The patient experienced recurring incontinence and was later implanted with an artificial urinary sphincter device on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was implanted with an unknown sling on an unknown date. The patient experienced recurring incontinence and was later implanted with an artificial urinary sphincter device on (B)(6) 2019. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.